Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('may I ask who did your surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormones still not regulated"). The patient was treated with surgery (surgery). At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one reported via social media: hormone level abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: case was upgraded to serious incident. Events added - medical device removal. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mai I ask wgho did your surgery/pain') in an adult female patient who had essure (batch no. D01972) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), pain ("I m in so much in pain I cant sit/it hurt so bad"), migraine ("terrible migraines"), haemorrhoids ("hemorroids"), swelling ("swollen"), mobility decreased ("I cry to just go pee") and burning sensation ("burning") and was found to have hormone level abnormal ("hormones still not regulated"). The patient was treated with surgery (surgery). At the time of the report, the pelvic pain, pruritus, pain, hormone level abnormal, migraine, haemorrhoids, swelling, mobility decreased and burning sensation outcome was unknown. The reporter considered burning sensation, haemorrhoids, hormone level abnormal, migraine, mobility decreased, pain, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: insertion details-4 number of coils on the left and 4 number of coils on the right remaining on the uterus concerning the injuries reported in this case, the following one reported via social media:hormone level abnormal, walking dificult, pain, haemorrhoids, swelling, itching, burning, lot number: d01972, manufacturing date: 2014-08, expiration date: 2017-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mai I ask wgho did your surgery/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("terrible migraines"), haemorrhoids ("hemorroids"), swelling ("swollen"), pain ("I m in so much in pain I cant sit/it hurt so bad"), mobility decreased ("I cry to just go pee"), pruritus ("itching") and burning sensation ("burning") and was found to have hormone level abnormal ("hormones still not regulated"). The patient was treated with surgery (surgery). At the time of the report, the pelvic pain, hormone level abnormal, migraine, haemorrhoids, swelling, pain, mobility decreased, pruritus and burning sensation outcome was unknown. The reporter considered burning sensation, haemorrhoids, hormone level abnormal, migraine, mobility decreased, pain, pelvic pain, pruritus and swelling to be related to essure. Concerning the injuries reported in this case, the following one reported via social media:hormone level abnormal, walking dificult, pain, haemorrhoids, swelling, itching, burning, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event "migraine" was added. Reporter was added. On 23-mar-2020: social media received: events I cry to just go pee, I m in so much in pain I cant sit/it hurt so bad, haemorrhoids, swelling, itching, burning added. Event medical device removal pt was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mai I ask wgho did your surgery/pain') in an adult female patient who had essure (batch no. D01972) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), pain ("I m in so much in pain I cant sit/it hurt so bad"), migraine ("terrible migraines"), haemorrhoids ("hemorroids"), swelling ("swollen"), mobility decreased ("I cry to just go pee") and burning sensation ("burning") and was found to have hormone level abnormal ("hormones still not regulated"). The patient was treated with surgery (surgery). At the time of the report, the pelvic pain, pruritus, pain, hormone level abnormal, migraine, haemorrhoids, swelling, mobility decreased and burning sensation outcome was unknown. The reporter considered burning sensation, haemorrhoids, hormone level abnormal, migraine, mobility decreased, pain, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: insertion details-4 number of coils on the left and 4 number of coils on the right remaining on the uterus concerning the injuries reported in this case, the following one reported via social media:hormone level abnormal, walking dificult, pain, haemorrhoids, swelling, itching, burning, most recent follow-up information incorporated above includes: on 3-mar-2021: medical records received- lot number added. New reporter and insertion details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.